Manufacturer narrative:
Returned device was received in good physical condition but the pump had rear housing damage. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the issue. However, the pwa board will be replaced as preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump lost programming when the batteries were not changed. There were no reported adverse events.